Manufacturer narrative:
H3: analysis was performed for product: 9735821, lot number: p905057. It was reported that a check of the event log showed intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The positioning sensor unit (psu) failed an accuracy test (aak) at .433mm with a passing threshold of .250mm. Already reported codes b01, c08 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(6), ubd: , UDI#: h3: a manufacturer representative went to the site to test the equipment. In summary, hardware parts were replaced. Codes fdm b01, fdr c08, fdc d02 are applicable to this analysis. H6: multiple fdd/annex a codes were reported. A05 was coded for the camera failure. A1102 was coded for localizer faulted message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a tumorectomy procedure. It was reported that the localizer faulted. The tracking details were opened, and the camera had faulted. Due to a possible positioning sensor unit (psu) failure, the optical system was unavailable so the operation was started by switching to electromagnetic (em.) There was a reported delay to the procedure of 1 1/2 hours due to this issue. There was no reported impact on patient outcome.